Event description:
It was reported that a pacer dependent patient presented in the emergency room experiencing palpitations. Upon interrogation, the ventricular lead exhibited loss of capture and noise. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
.